Event description:
It was reported that the whitacre set 25ga 3-1/2in needle broke off inside the patient during use. The procedure was stopped to locate the broken piece in radiology. The following information was provided by the initial reporter, translated from french to english: "realization of a spinal anaesthesia in the ventral position: patient cooperating, half-seated installation, insertion of the needle but when it is withdrawn a piece of the needle is missing. Stopping the procedure and obligation to locate the dm in radiology."

Manufacturer narrative:
Investigation summary: one photo and one sample were provided to our quality team for investigation. Through visual inspection, the blister pack is observed to be open, verifying the reported failure. When evaluating the physical sample returned, no perforation or tears were observed on the packaging and the width of the blister seal is verified to comply with specifications. A device history review was performed for lot 2003026, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation, no issues or opened packages were identified. Product undergoes a series of testing and inspections throughout the manufacturing process the ensure the quality and functionality of the device. All inspections for lot 2003026 were completed according to procedure, no annotations were noted related to the reported incident. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the whitacre set 25ga 3-1/2in needle broke off inside the patient during use. The procedure was stopped to locate the broken piece in radiology. The following information was provided by the initial reporter, translated from french to english: "realization of a spinal anaesthesia in the ventral position: patient cooperating, half-seated installation, insertion of the needle but when it is withdrawn a piece of the needle is missing. Stopping the procedure and obligation to locate the dm in radiology."